Manufacturer narrative:
B3: the year of the event was stated to be in 2024, but exact day not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal and buckling upstream occlusion (uso) seal. The dso/uso seals were replaced to fix the issue.

Event description:
It was reported that the pump is stained yellow. Damaged battery compartment and battery door. The results of the investigation found the downstream occlusion (dso) seal was delaminated and the upstream occlusion (uso) seal was buckled. There was no patient involvement.